Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the reported application during replication that would have led to the reported issue. The customer reported not receiving data via librelinkup. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an issue with the librelink in use with realme c55, os 13, app version 3.5.1.10363, reporting that the data from their reader was not transferring to their caregiver and experienced a loss of consciousness. Customer received treatment of glucagon provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an issue with the librelink, reporting that the data from their reader was not transferring to their caregiver and experienced a loss of consciousness. Customer received treatment of glucagon provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.